Event description:
It was reported that the pulse generator exhibited unexpected behaviour on a trans-telephonic monitoring phone check. The patient presented in the clinic on (B)(6) 2014 with the device in backup vvi. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.